Manufacturer narrative:
(B)46): implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma on (B)(6) 2014. The implanted device remains.there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6), 2014.